Event description:
Customer reported a loud popping noise from the tube. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and replaced the snubber pcb and the x-ray tube. System operates as intended.